Manufacturer narrative:
H2) please see section b5 for the additional information. H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The universal serial bus (usb) port on the main chassis was repaired, the keyboard, hard drive, and power cable were replaced. The software was updated following successive failed boot attempts. Codes: b01, c07, and d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred during servicing with no patient present.

Event description:
Medtronic received information regarding a navigation system being used. It was reported that the following issues were found during the planned maintenance (pm). One of the two 2.0 usbs on the main cart showed exposed contacts, the rear bin was missing, the keyboard is not working properly, the ac cable was broken and it was showing exposed contacts, and the system was not booting up properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.